Event description:
This report is to advise of a fracture/exposed wire noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed the braided wire mesh was fractured and protruding from the catheter shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed shaft damage leading to the braided wire mesh protrusion remains unknown.